Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose level was "high", specific value was not provided. It was reported that the customer went to the emergency room and was subsequently hospitalized due to high bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 1 day later, (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. Customer will continue to use pump for insulin therapy.